Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments. External insulation abrasion was noted at 39.3-39.6cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.